Event description:
Per the clinic, the patient experienced chronic infection at the implant site which was treated with multiple antibiotics (types and dosages not reported) which did not alleviate the issue. The device was subsequently explanted (B)(6) 2013.

Manufacturer narrative:
(B)(6). This report is filed on 17 mar 2014.

Manufacturer narrative:
(B)(4).